Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage in the device. The event can be detected and prevented by following the instructions for use (IFU) sections: the detection method is described in the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The asset device was returned to olympus for evaluation and the investigation is in process. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset to the olympus service center. Upon inspection and testing of the returned device, it was observed that the channel was clogged with foreign material, the nozzle had foreign objects, and the distal end contained foreign material. This report is being submitted for the malfunctions found during evaluation. There was no patient involvement.